Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a non-calcified and non-tortuous left main to the proximal left anterior descending artery. The 4.50x15mm rx nc trek balloon dilatation catheter met resistance with a 6f guiding catheter during advancement. The nc trek was pressurized four times (at 10, 14, 12, and 22 atmospheres). During retrieval, the balloon was fully deflated however, resistance was met with the guiding catheter. The nc trek and guiding catheter were removed together as a single unit. The 4.5x15mm rx nc trek balloon was reportedly not prepped (air aspiration) outside the anatomy prior to use. The balloon catheter was replaced with a non-abbott device to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.